Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: customer reported another device used in this event and it is reported in MDR-1000113657-2020-00628.

Event description:
Consumer reported complaint for e-2 error. Customer stated the he had two meters he was obtaining errors with. The customer feels well and did not report any symptoms. Customer stated that he has been in and out of the ER due to diabetes customer did not want to provide any additional information, but did state that it was not due to the truemetrix meter. Customer did not have any test strips left and was unable to provide a lot number. The meter memory was not reviewed for previous test result history.